Event description:
Customer reported that the insulin pump was submerged in water and then alarmed for a weak battery and a failed battery. The blood glucose reading was 312 mg/dl. Customer treated with manual injection. She stated that there have not been more alarms or more frequent alarms since the moisture exposure. The insulin pump passed the self test. Customer declined further troubleshooting. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.